Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The tip of the needle may have broken off while passing through facial tissue. They however could not find anything. They continued using the device to finish the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The product was returned for analysis. A fracture was observed at the tip of the needle during fractographic evaluation. One side of the needle was received, the mating fracture surface was not provided for the evaluation. The fracture surfaces and surrounding area of the needle was examined in multiple locations by microscopy, and revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, there was breakage that occurred at the tip of the needle during use due to tensile overload.